Manufacturer narrative:
Initial MDR is not reportable. Claim# (B)(4).

Manufacturer narrative:
Claim # (B)(4).

Event description:
A facility representative reported during an implantable collamer lens (icl) implantation procedure the lens tore. The backup lens was used. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.